Event description:
The doctor removed the sutures from the flange of the bonanno catheter in order to remove the device from the patient. It was noted that the actual catheter was not fully removed and some of the catheter remained in the patient. The doctor could not retrieve the catheter with sutures. Product was not being used as a bladder drainage catheter. It was used for draining ascit from pelvic cavity. The patient will require a laparoscopy and/or laparotomy.